Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) the guide wire became detached. Vascular access was radial. The 98% stenosed de novo lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The physician opened the package to the 325 cm rotawire guide wire and noted the wire to be separated at the mid section. The physician continued the procedure with another of the same device; however the case was not completed due to the rotalink burr not crossing the lesion. There were no patient complications and the patient's current status was reported as stable.

Manufacturer narrative:
Device returned to MFR.: a visual and microscopic examination of the rotawire guide wire was carried out. The device was received in two sections. Sem (scanning electron microscopy) fracture analysis revealed the fracture site exhibited evidence of elongated dimple ruptures in a torsional overload direction as a result of burr induced circumferential surface wear. Circumferential surface wear reduces the wire cross-sectional area. Eds analysis of the circumferential wear region yielded copper and zinc associated with the burr. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes. Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) the guide wire became detached. Vascular access was radial. The 98% stenosed de novo lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The physician opened the package to the 325 cm rotawire guide wire and noted the wire to be separated at the mid section. The physician continued the procedure with another of the same device; however the case was not completed due to the rotalink burr not crossing the lesion. There were no patient complications and the patient's current status was reported as stable.